Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery in 2019 and the suture was used. During the surgery, the suture was broken when handled with needle holders. There were no adverse consequences reported.